Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error message. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had to press the button double and insulin squirting while priming. Customer also stated that the insulin pump had louder than usual grinding sounds and chip in the screen and also had failed battery alarm. The device will not be returned for analysis.